Event description:
It was initially reported that the patient was having an increase in seizure and recurrence of obstructive sleep apnea. The patient continues to have seizures on a daily basis most are single typical event but sometimes the patient has a full cluster. At the previous appointment the physician stopped one of the patient's medications and decreased another medication due to medication side effects. The patient has a history of sleep apnea prior to vns and there was concern that if it was recurring that it may be exacerbating her seizures. The patient had a tonsillectomy and adenoidectomy previously and her seizures resolved completely for a period of several months. Her seizures are tied very closely to her sleep efficiency there was concern for the recurrence of the sleep apnea. The generator was reported to be near end-of-service. The patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date. Good faith attempt for additional information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.719 volts as measured during final electrical test, shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 87.454% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.